Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint by reviewing the alarm history. The flow sensor was replaced by the customer, and the unit was returned to service.

Event description:
The hospital reported a flow sensor alarm occurred and mechanical ventilation was not functioning. There was no report of patient involvement.